Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) monitor associated with the complaint and performed the failure analysis (fa). During fa, the hrsv monitor was installed on the printed circuit assembly (pca) test system. Upon system start up the right side was black. There was no picture showing. A couple of restarts were performed and still no image appeared. The visual inspection showed the hrsv monitor to be in good condition.

Event description:
It was reported that prior to start, post anesthesia of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported that the surgeon side console (ssc) right eye vision went blank. The vision side cart (vsc) both visions are good. The customer tried hard power cycle, and the issue persisted. The tse informed customer that system was down. There was no reported injury . Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: as per the update from clinical sales engineer, the procedure was aborted. The same patient had undergone a robotic procedure on (B)(6) 2023 and completed the procedure. The clinical status is unknown. The procedure delay was unknown.

Manufacturer narrative:
Based on the claim against the product by the customer noting ssc right eye vision loss, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse replaced high resolution stereo viewer (hrsv) right monitor to correct the reported problem. The system was tested and verified as ready for use. A RMA had been issued requesting to have the hrsv monitor returned. The complaint regarding ssc right eye went black was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: the customer aborted the procedure after post-anesthesia and port placement because the right eye vision on the surgeon side console (ssc) went blank. While there was no harm or injury to the patient, system unavailability after post-anesthesia and port placement could likely cause or contribute to an adverse event if it were to recur, as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.